Manufacturer narrative:
Part 473.020s, lot 8364750: manufacturing site: (B)(4). Manufacturing date: 05april2013. Expiry date: 01march2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation / product investigation was preformed: the product was returned in a packaging different from the original packaging. As received condition: distortion, marks on the surface, traces in the citrus hole. As described, the nail was distorted and showed several marks on the surface caused by screws of the supplementary plate attached to the bone (see x-ray). The citrus hole shows strong traces of wear. Based on the investigation, there is no indication that the observed issues occurred during production. Rather, the observed issues represent marks of the implantation, the wear and the explantation of the unit. Further investigations or measurements were not carried out, since the claimed failure is related to the blade. Therefore the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per received x-rays, patient initials are (B)(6). Date of post-operative non-union is unknown. As intra-operative sedation was reported due to surgical prolongation, an event date of (B)(6) 2015 was populated into the associated field. This report is for one (1) unknown pfna nail. : additional product codes for this report include hwc. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6), 2015 due to a fracture non-union. During the revision procedure, a proximal femoral nail antirotation-2 (pfna-2) was removed. The helical blade broke/disassembled during removal and a portion remained stuck inside the patient's bone. Eventually, the surgeon was able to remove the device. The procedure was prolonged by approximately sixty (60) minutes. The patient was reportedly stable post-operatively. This report is for one (1) unknown pfna nail. This report is 2 of 2 for (B)(4).